Event description:
It was reported to medtronic minimed that the customer experienced slower during rewind, louder during rewind and pump had rejected new battery. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Customer reported receiving a battery failed alarm. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. The customer will continue the use of the device. No product return is required for mmt-1715kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Verified multiple failed batt test alarms from 03/15/2024 10:46:58.000 through 03/15/2024 12:43:32.000 however, no alarms present upon battery installation. No delivery alarms or other relevant alarms not noted during tested but there was some unexpected sound while rewinding. Unit was cut open for visual inspection. No moisture damage or anomalies noted to electronic stack or motor assemblies noted. Isolate to electronic assembly. P-cap locked properly during testing. Unit was received with serial number label damage ( stained) and pillowing keypad overlay. Customer concern of loud rewind was confirmed when unexpected sound was heard during rewind however no alarms were present during testing. Isolate to electronic assembly. Battery failure was verified in pump history download but no alarms were triggered while testing. Prime/ fill anomaly not confirmed due to pump successfully testing dry system test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.